Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56 serial number: (B)(6) batch/lot number:7075020 model/catalog description: avista MRI perc lead kit 56 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-56 batch/lot number: 7075501 serial number: (B)(6) model/catalog description: avista MRI perc lead kit 56 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) explant procedure. No further information has been obtained despite good faith efforts.